Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse needs help troubleshooting an alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 38.5c, targeted temperature (tt) was 36.7c, water temperature (wt) was 23.7c, flow rate (fr) was 1.3lpm. Guided to diagnostics: system hours 3327, pump hours 2495, chiller temperature (t4) was 4.2c, mixing pump command (mpc) was 100 percent. Advised this device should go to biomed so they can call and troubleshoot with bd tech support on monday. Per follow up information received via phone on 05may2026, spoke with biomed who confirmed a bad mixing pump would be replaced onsite. They have not ordered the part at this time.